Manufacturer narrative:
(B)(4). Pentax medical model ec-3890fi2 is an obsolete product no longer sold in the USA, therefore the PMA/510(k) number is not applicable. (B)(4).

Event description:
Pentax medical was made aware of a report on 08feb2019 for an event which occurred post deconatmination at (B)(6). The reported complaint stated, "the channels of a colonoscope were being flushed with alcohol prior to storage as per protocol. The colonoscope had been through a disinfection cycle to enable timely use as per (B)(6) guidelines (it had not been used on a patient that day). The forced water jet channel was very hard to flush with the syringe, syringe was pushed and congealed blood was expelled from the channel.", involving pentax medical video colonoscope, model ec-3890fi2, serial number (B)(4). The colonoscope had last been used 4 days prior on (B)(6) 2019 on two patients. The index patient had a large blood loss of approx 500 mls during the procedure. The colonoscope was decontaminated and disinfected as per manufacturer's and (B)(6) instructions. It was used on a second patient, patient # 1, decontaminated and disinfected as per manufacturer's and (B)(6) instructions. All channels flushed with alcohol prior to storage. A second MDR is being submitted for the this event, for the patient risk under MDR 9610877-2019-00282. The pentax medical video colonoscope serial number (B)(4) was evaluated on feb 20, 2019. Although all of the channels were found to be clear and contained no blockages, all internal channels were replaced as requested by the customer as a precaution. Additionally, pentax ap contacted the customer and shared the reprocessing instructions for use(rifu) manual to make sure the customer is following all protocols in regards to cleaning and disinfection.